Manufacturer narrative:
The serial # was not made available at this time. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
On (B)(6) 2016 while driving in a storm on highway 6, it is alleged they went to turn around and an oncoming car lost control and struck their vehicle. It is additionally alleged that the car's airbags performed but the van's transport safety system did not and she was allegedly injured.

Manufacturer narrative:
Records were recovered and an expert inspection was undertaken. The unit did not contain an occupied transit securement system manufactured or distributed by pride. The user apparently purchased the van in which the incident occurred 6 years after purchasing the subject power chair and then had the van fitted for some form of transit securement by other parties. Pride was not involved with the installation of the transit system contained in the van at the time of the alleged incident. The examiner found no evidence that the pride power chair caused the incident.

Event description:
On (B)(6) 2016 while driving in a storm on highway 6, it is alleged they went to turn around and an oncoming car lost control and struck their vehicle. It is additionally alleged that the car's airbags performed but they alleged the van's transport safety system did not and she was allegedly injured.

Manufacturer narrative:
The "serial #" and "date of manufacture" were provided. Should further information become available, a follow-up report will be issued.

Event description:
On (B)(6) 2016 while driving in a storm on highway 6, it is alleged they went to turn around and an oncoming car lost control and struck their vehicle. It is additionally alleged that the car's airbags performed but they alleged the van's transport safety system did not and she was allegedly injured.